Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that it was talking the patient longer and longer every night to charge their ins. The patient noted that they frequently check to make sure the recharge quality is excellent. The patient reported that they cannot make it to the end of the day before their ins battery level is down to 20%. The patient reported that the ins does not help with their pain as much, and they can¿t turn up the stimulation because it would drain faster. The patient reported that they saw a rm06 error on the controller while recharging the night before the call. The patient also stated that ¿it gets hot.¿ the patient was very frustrated and called manufacturer representatives for reprogramming but did not receive a call back. The patient stated that they would call their doctor to set up an appointment for explant if they did not hear back from a manufacturer representative. No further complications are anticipated.